Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they turned the ins off after 4 weeks because it didn't do anything.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they currently have their ins off and they were not using it. The patient reported that they are going to have the ins removed. The patient clarified that they were "unable to tune to a frequency" that the patient required for the ins to work properly. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.